Event description:
It was reported the ventricular channel does not function correctly. The was discovered during preventive maintenance using a sigmapace 1000 tester. It was also reported the delivered current is low and oddly polarity seems to be reversed at low current levels. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the upper and lower cases were broken, both bail covers were broken, the battery contacts were compressed and the keyboard was scratched. Further analysis was performed on the heart lead flex. This analysis confirmed that the output failure was caused by a diode component failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.